Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the incident. The malfunction was identified with a resettable code and had occurred at least three times before. There was no specific information on whether the malfunction affected the customer's blood glucose levels adversely. The pump was replaced to resolve the issue, and the customer will use current pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.